Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was also reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic hysterectomy, bilateral salpingo-oophorectomy and perineorrhaphy due to pelvic pain, uterovaginal prolapse, sui and perineal abnormality. It was reported that following insertion the patient experienced dyspareunia, urinary problems, recurrence of incontinence, infections and also suffered psychologically and emotionally. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic hysterectomy, bilateral salpingo-oophorectomy and perineorrhaphy due to pelvic pain, uterovaginal prolapse, sui and perineal abnormality.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary problems, recurrence of incontinence, infections and also suffered psychologically and emotionally. (B)(4).